Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via social media low blood glucose levels. Customer¿s blood glucose level was in 40 mg/dl range. Customer treated their low blood glucose via carb intake. Troubleshooting was not performed on the insulin pump and customer wanted a replacement device. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor, displacement and the dat test at 0.08680 inches. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was also programmed with test glucose meter. The pump communicated properly and recorded the 21 mg/dl test value properly from glucose meter. No blood glucose meter programming or communication anomalies were noted. The pump was monitored for six days. The sensor lasted 146 hours before the pump received a sensor expired alarm. The pump calculated sensor age properly and no sensor anomaly noted.